Event description:
It was reported that the pump's touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance or troubleshooting, and no additional information was obtained.